Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA (B)(4) inspection observations, (B)(4) issued on (B)(4) 2010.

Event description:
The attending physician reported that pt is extremely allergic to latex. The first aligner was delivered to the pt on (B)(6) 2008 and the pt felt a bump on her tongue by the end of the first day, and felt that her tongue was swollen on the second day. By the end of the second day, the pt used 2 epinephrine pen injections, took benadryl and claritin to relieve her symptoms. The pt saw her physician after taking these medications.